Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker exhibited a diagnostics anomaly. The device triggered an alert for atrial fibrillation burden but the patient was only in atrial fibrillation for a certain amount of time. The freeze capture that was recorded showed that the patient was not in atrial fibrillation. No device intervention was performed. No patient symptoms were reported. The patient will continue to be monitored.